Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported during the review of report documents regarding an adverse event involving ventricular fibrillation (vf) cardiac arrest, with the relationship to the possible product or procedure listed. It was reported a brief ventricular tachycardia (vt) arrest that required compressions and cardioversion. Patient successfully converted back to normal sinus rhythm (nsr). The patient was successfully weaned.